Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to fungus. It was not reported if the patient was hospitalized for theevent. On an unreported date, the patient was treated with "third generation" antibiotics, cephalosporin, and antifungal drugs for the event. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued. The reporter declined to provide additional information.